Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
(B)(4). With MDR #3030677-2018-01114 is a duplicate of (B)(4) with MDR #3030677-2018-01040. The device investigation is still pending.